Event description:
It was reported that the patient called and concerned about device operation. Patient notes that when walking their rate jumps to 105 beats per minute quickly and felt that was too fast for the patient. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.